Event description:
It was reported that the balloon ruptured: the 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified left superficial femoral artery (sfa). A 5.00mm/2.0cm /135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the sixth inflation was achieved with a pressure of 6 atmosphere. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole detected in the mid-section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. No issue found on the markerbands. No issues were found with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured: the 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified left superficial femoral artery (sfa). A 5.00mm/2.0cm /135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6atm upon the sixth dilation. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good post procedure.